Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that auto mode switching (ams) episodes that were being caused by atrial pacing, was blanking r-waves causing p-waves to fall into the refractory period which caused competitive pacing. Programming changes were recommended. No further information was available.